Event description:
The customer reported the rad-97 provided unstable spo2 signals and parameters. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Inspection found the tb20 connector had recessed pins, preventing the device from obtaining measurements.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device evaluated by MFR: device not returned.

Event description:
The customer reported the rad-97 provided unstable spo2 signals and parameters. No patient impact or consequences were reported.